Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical device: guide wire: sion, sion blue. The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the distal right coronary artery with mild tortuosity and heavy calcification that was 90% stenosed. A non-abbott guide wire crossed the target lesion. Then a 2.5 x 12 mm nc trek balloon dilatation catheter (bdc) was advanced over the guide wire. During first inflation at 14 atmospheres, the balloon ruptured. The bdc was removed, and replaced with another nc trek bdc the procedure was successfully completed with an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.